Event description:
It was reported that during a routine follow up this pacemaker was suspected of premature battery depletion. The remaining battery longevity had decreased from three years remaining to one year remaining. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was confirmed to be explanted and no longer in service through additional information that was received. No further adverse patient effects were reported. Should additional information become available on the status of product return and analysis, this information will be provided in the final report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.